Manufacturer narrative:
Discus dental received a complaint on (B)(6) 2016. The incident occurred during an in-office teeth whitening procedure performed by dental assistant. The brush applicator containing hydrogen peroxide, accidentally touched the patient's lip and caused a burn with no blisters. The dentist prescribed vicodin. The patient is healed, and is not experiencing any symptoms. The retain sample of the quickpro varnish of the same lot (sku: 8810 716 01540, lot: 16267008) was tested on 11/07/2016 and the results were within specifications. The gel and kit were used during the procedure, and were not returned. Batch history record of quickpro varnish (lot: 16267008) was reviewed, and no out of specifications, non-conformance or discrepancy was found. Reviewed complaint history. No other similar complaints were received with the same lot number. Based on the investigation results, and complaint description it can be concluded that there was no product failure or malfunction. User error and not following the procedure caused this incident. Dfu is adequate. Dfu describes the steps for applying the whitening varnish using brush, and avoiding soft tissue. It also includes warnings, safety directions, and precautions. Since quickpro whitening varnish is cosmetics and not classified as a medical device, "eif" was selected as the "product code" in section of this report. Discus dental will continue to monitor similar complaints. The whitening kit were used up.

Event description:
Discus dental received a complaint on (B)(6) 2016. The incident occurred during an in-office teeth whitening procedure performed by dental assistant. The brush applicator containing hydrogen peroxide, accidentally touched the patient's lip and caused a burn with no blisters. He dentist prescribed vicodin. The patient is healed, and is not experiencing any symptoms.